Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2011 and underwent percutaneous coronary intervention on the right coronary artery on (B)(6) 2011 during which non-abbott stents were deployed. On (B)(6) 2011, the procedure was to treat the left anterior descending artery (lad), the left circumflex artery (lcx), and the left main (lm) coronary artery. After predilatation and placement of five non-abbott stents, a bmw universal guide wire was advanced through the stent struts of the last deployed non-abbott stent, in the ostium of the lcx. At that time, the patient developed what appeared to be a perforation of the lad. She maintained hemodynamic stability at that point of time, at which time, a 3.5 x 26 covered stent was inserted over the wire and deployed in the proximal lad. The patient continued to appear to have some aspect of perforation in the lm; therefore, a 4.0 x 16 covered stent was inserted in the lm, extending out into the aorta. There were no other covered stents available in shorter length; therefore, the decision was made to proceed due to the patient possibly being in extremes. After deployment of the covered stent, the patient developed slow flow in the coronary arteries. Medications were administered. A temporary pacemaker was inserted for rhythm assistance. After placement of the pacemaker, the patient developed hypotension. Pericardiocentesis was started; however, there was no fluid or blood removed. Echocardiography was requested and images revealed there was no significant pericardial effusion or tamponade. CPR was continued. Attempts were made to recannulate the lm, this failed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was determined not to be a viable candidate for surgical intervention because of her previous bypass procedure. After discussion with the family members and a significant amount of CPR attempts, it was felt that the patients neurological status would not have been maintained. Patient expired. No additional information was provided. Guide wire: whisper; guide cath: 7 fr xp 3.5; stent: graftmaster (3.5x26; 4.0x16). The 3.5 x 26 jostent and the 4.0 x 16 jostent are being filed under a separate medwatch MFR numbers. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of perforation, as listed in the products instructions for use, is a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling, and design and the treatments appear to be related to operational context of the procedure.